Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that the device interacted with another skypoint stent delivery systems (sds) inside the unspecified 6fr guide catheter during advancement, as resistance was reported, resulting in the reported difficult to advance/position and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience skypoint referenced is filed under a separate medwatch report. The other xience skypoint referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous proximal left circumflex artery (plcx). Two xience skypoint stent delivery systems were advanced at the same time inside the guiding catheter (gc); however, the devices became stuck during advancement and were difficult to remove from the gc. There were no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed using a non-abbott device. No additional information was provided.